Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. The specific product code for the minicap transfer set is unknown; the brand name and 510k have been provided in this MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on th potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was treated with fortaz 1gm (route, frequency not reported), vancomycin (dose, route, frequency not reported), ancef 1.5mg (route, frequency not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital and recovered from peritonitis. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that the patient passed away due to unknown cause. Additional information was requested but is not available. Should additional relevant information become available, a follow-up will be submitted.